Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 device and the reported events could not be conclusively determined through this evaluation. The heartmate 3 device serial number, as well as other specific case/patient information, is not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The left ventricular assist system (lvas) instruction for use (IFU) (rev. G) and the heartmate 3 lvas patient handbook (rev. G) are currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liter per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Event date has been estimated. It was reported through the research article ¿extrinsic outflow graft flow obstruction in patients with heartmate3 lvad¿ that heartmate 3 (hm3) may be associated with heart failure exacerbation, peripheral edema, and outflow graft (ofg) obstruction. Case 1 of the article involved a patient implanted in (B)(6) 2018 who was admitted to the intensive care unit (ICU) for severe heart failure, dyspnea, and peripheral edema in (B)(6) 2020. Invasive monitoring confirmed low cardiac preloads; the patient was treated with intravenous inotropes and negative hydric balances. A ramp study was performed which showed no clinical improvement. A computerized tomography angiography (cta) scan was performed which revealed an eccentric mass at the proximal tract of the ofg, with maximum thickness of 7mm and length between 60mm and 70mm. Log file analysis did not show reduction of pump flow but did note a few episodes of low flow alarms. The patient was brought to the or and a subsequent angiography and intravascular ultrasound (ivus) were performed to confirm the ofg obstruction. The patient underwent a stenting of their ofg. The stenting procedure was successful and the patient was discharged 10 days later.

Manufacturer narrative:
Author information: ajello s. Et al. Extrinsic outflow graft flow obstruction in patients with heartmate3 lvad. Artif organs. 2022;00:1¿5. Https://doi.org/10.1111/aor.14450. San raffaele scientific institute, milan, italy. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.